Manufacturer narrative:
(B)(4). Quantity of 12 in a box. The number used is unconfirmed. The device history review for the product visistat 35r 6/box lot 73m2000443 investigation did not show issues related to the complaint.

Event description:
Customer called stating that the last 5 boxes that they received are misfiring and staples not forming/closing properly. Additional information indicates that 2 out of five boxes had a problem.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35r 6/box lot # 73m2000443 was manufactured on 12/15/2020 a total of (B)(4) pieces. Lot was released on 01/20/2021. DHR investigation did not show issues related to complaint. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the staples was preventing the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. No other defects or anomalies were observed with the device. It could not be determined what exactly caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate visistat jamming issues. It could not be determined what caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate this visistat jamming issue. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples appeared to be misaligned. Upon functional inspection, the misalignment of the staples prevented any staples from firing. The sample was disassembled, and no other defects or anomalies were observed. It could not be determined what caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate visistat jamming issues.

Event description:
Customer called stating that the last 5 boxes that they received are misfiring and staples not forming/closing properly. Additional information indicates that 2 out of five boxes had a problem.